Event description:
It has been reported that an nrg transseptal needle was selected for percutaneous catheter myocardial ablation. During the procedure, it was observed that the contrast agent flowed after septal puncture with rf, however, did not came out from needle tip. Thus, a non-boston scientific device was used to perform septal puncture again and the procedure was completed. No patient complications were reported. The device is expected to be returned. It was further mentioned that the contrast medium was poured after septal puncture using rf, but it did not come out from the needle. No leak was reported. No other issue was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the returned nrg rf needle passed the flushing test (pre and post decontamination), passed the tests related to proximal shaft and distal tip integrity, and handle and cable connector had no signs of damage. The device also passed the side-port measurement test; the distal/proximal hypotube outer diameter test, and the suction test (the solution was able to be easily withdrawn from the device). Therefore, since the luer connection with the syringe was successful and device was able to flush properly, the allegation related to flushing failure due obstruction within the device was not confirmed as reported problem. Additionally, the nrg rf needle failed the test for inspection with curve overlay, which concludes that the nrg rf needle was manually reshaped. This supplemental report is being submitted for the analysis result (bsc awareness date: 31-may-2024).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for percutaneous catheter myocardial ablation. During the procedure, it was observed that the contrast agent flowed after septal puncture with rf, however, did not came out from needle tip. Thus, a non-boston scientific device was used to perform septal puncture again and the procedure was completed. No patient complications were reported. The device is expected to be returned. It was further mentioned that the contrast medium was poured after septal puncture using rf, but it did not come out from the needle. No leak was reported. No other issue was reported.